Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify a lot specific product quality issue. All available information was investigated and the reported physical resistance appears to be related due to the orientation of the heart being off. The reported difficult to remove the clip caught from chordae was a cascading effect of physical resistance. The reported tissue damage/flail appears to be a result of procedural conditions of difficulty removing the clip from the anatomy. The reported patient effect of mitral valve tissue damage is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip entanglement resulting in chordal rupture. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve. There was some difficulty positioning the cds due to the orientation of the heart; however, there was no unexpected movement with the cds. During positioning, the clip became caught on chordae. Troubleshooting was performed, and the clip was freed; however, the mr increased to 4. A chordal rupture was observed, resulting in a flail. The clip was implanted and the cds was removed. One additional clip was implanted for treatment of the flail and reduction of the mr to 3-4. The patient was confirmed to be stable. No additional information was provided.